Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 300cc mentor memorygel breast implant. Post-operatively, the patient experienced pain in her right breast and delayed wound healing at her incision site. It was also reported that silicone had begun leaking through the patient¿s wound, indicating a rupture of her prosthesis. Ultrasound was performed and identified a cyst within the right breast as well as the formation of anechoic peri-implant fluid. As a result, the patient underwent unilateral removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast pain, breast cyst, impaired healing, rupture. Manufacturer¿s reference number: (B)(4).